Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the peeled coating was caused by the stress of repeated use, external factors, or handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "[inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2)." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The flexible tube of the insertion section was crushed. In addition to the evaluation, the illumination lens was discolored. The curved rubber adhesive part was missing. Scratches were found on the operation part. Scratches were found on the switch box. Scratches were found on the grip. There were scratches on the angle lever. Scratches were found on the up/down plate. The display on the up/down plate was peeling off. The universal code was collapsed. Scratches were found on the universal cord. Scratches were found on the video cable. Scratches were found on the video connector. Scratches were found on the light guide connector. Scratches were found on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of the customer, a loaner asset (visera tracheal intubation videoscope) image guide snake tube collapsed. The event occurred during cleaning and disinfection (reprocessing). There was no report of patient harm associated with this event. During incoming inspection, it was determined the coating of the image guide serpentine was peeling off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.